Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Unknown laparoscopic procedure - seal was leaking during procedure and the trocar system was replaced during procedure with another cff73 after leaking occurred. Surgeon has indicated post procedure that stitching was done through the trocar. Upon inspection post procedure rubber of the inferior seal part seems to be damaged. Additional information received by email from (B)(6) on february 15, 2017 that part of the double duckbill side was missing, 3 by 3mm approximately. Additional information received by email from (B)(6) on february 16, 2017 that according to the surgeon, unfortunately the rubber particle was lost in the patients abdomen. Additional information received by email from (B)(6) on february 17, 2017: the surgeon had seen a black object and in hindsight he realized that this probably was the particle, and he thinks it was. It was only post surgery discovered that the seal was damaged. In conclusion, it cannot be verified. No patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from territory manager on march 15, 2017: the patient is ok.